Event description:
Additional reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: noise metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - metallosis asr. Primary surgery: unknown. Revision surgery: (B)(6) 2011. Claimsuite (B)(4) update of original surgery date and additional product code and reason(s) for revision: noise. Update: products added (stem & sleeve) and hospital as per update email 10 jan 2013. Update rec'd 06 sept 2013 - additional reason for revision: pain; confirmation of hip revised. Update - added hip side to description, type of implant, updated revision date, added kid number, marked as legal and filed out mw fields. Taken from (B)(6) email dated 24th july 2014. Right side. Xl.